Event description:
Pt reported 2 hypoglycemic episodes. They stated that in 2004, they were incoherent, sweating, and vomiting. Their blood glucose measured <30mg/dl. Patient's spouse gave pt sugar to eat, and contacted emergency medical services. Pt was treated with "something in a tube." Additionally, they reported that, 2 months later they experienced another low blood glucose event. Patient's spouse gave pt sugar and no further treatment was required.